Event description:
It was reported that patient experienced difficulty with cartridges not sliding off and on easily. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.